Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's balloon was not inflating and tube was broken. The patient had excessive swelling and the device had to be changed and downsized because of the swelling. It was unclear if the swelling had to do with the pressure leaving the cuff. It was also unclear if the reintubation was as a result of the swelling or as a result of the deflation of the device.